Event description:
A caller reported a cartridge alarm 30 during the load process, which did not cause an adverse impact to the customer's blood glucose level. The issue involved consecutive cartridge alarms, although no previous reports of the specific alarms were associated with this serial number. Customer technical support (cts) confirmed the issue and arranged to replace the pump.